Event description:
It was reported that the device had power on reset [por] occur on two occasions. It was also noted that the patient has been undergoing radiation therapy. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed there was a power on reset - power on reset parameters. Two - pors for write to locked ram, addr=1537, data=64 on (B)(4) 2012 and addr=0f77, data=04 on (B)(4) 2012. One - patient alert for por on (B)(4) 2012.